Manufacturer narrative:
Testing was unable to investigate the pump for this complaint as the complaint was not made until (B)(6) 2016 and pump had already been evaluated on (B)(4) 2016 for previously reported complaints (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2015 the patient had a blood glucose reading hi, (bg > 500 mg/dl) with nausea, vomiting and weakness. Patient was treated in the emergency room with insulin injections and IV saline, discharged with a bg of 171 mg/dl. Patient has remained on pump without further issue. Patient had received and started therapy with a replacement pump on (B)(6) 2015 and customer support attributed the hyperglycemia to a training/misuse issue. This complaint is being reported as the patient experienced hyperglycemia related to an unspecified training/misuse issue.